Manufacturer narrative:
Additional information was received that it was stated by the patient¿s physician that in all the research done, there had not been found that an ipg had caused depression and the patient was informed.

Event description:
A report was received that since implant of the scs system in the head, the patient had a reduction of serotonin that caused her to go into clinical depression. The patient was prescribed an antidepressant medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that since implant of the scs system in the head, the patient had a reduction of serotonin that caused her to go into clinical depression. The patient was prescribed an antidepressant medication.